Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer returned the product for broken case at battery door, during investigation, a damaged air detector was identified. There was no patient involvement.

Manufacturer narrative:
Corrected to h6: type of investigation, investigation findings and investigation conclusions corrected h11: on e device was returned for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the initial reported issue was verified. Further investigation identified a damaged air detector and faulty printed wiring assembly (pwa). The air detector and pwa were replaced. The device then passed all testing.